Manufacturer narrative:
Patient was reported to be asymptomatic when initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2021 with strip lot 6000196 and instrument serial number (B)(4). Secondary testing on the lumiradx platform was performed on an alternative instrument (instrument serial number (B)(4) which produced a negative result. The customer reported that samples are collected "individually". The customer further reported their cleaning practices to be "follows lumira disinfection practices", and further reported that gloves are changed after each sample. Lot 6000196 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Review of product risk assessment sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a specificity of 96.6% with a reference rt-pcr assay and it is accepted that up to 3.4% of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 1 of 2 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.